Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this pacemaker system experienced bradycardia with hearth rates of 30 beats per minute (bpm). This led to two episodes of cardiac arrest, for which medication was given. In addition, this pacemaker system exhibited loss of capture (loc). This system remains in service. No additional adverse patient effects were reported.